Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction:user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from all of the results obtained. The customer's expected fasting blood glucose test result range is 78-102 mg/dl. The customer feels well and did not report any symptoms. The product is stored according to specification in the living room. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 153 and 144 mg/dl. The test strip lot manufacturer's expiration date is 01/23/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set correctly): (B)(6).

Manufacturer narrative:
Internal report # (B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction:user had an inaccurate reference. Test strip-UDI#:(B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from all of the results obtained. The customer's expected fasting blood glucose test result range is 78-102mg/dl. The customer feels well and did not report any symptoms. The product is stored according to specification in the living room. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 153 and 144mg/dl. The test strip lot manufacturer's expiration date is 01/23/2018 and open vial date is 10/15/2016. The meter memory was reviewed for previous test result history (date / time not set correctly): the 142 mg/dl mg/dl (B)(6) 2016 11:26 am fasting: yes; the 173 mg/dl mg/dl (B)(6) 2016 09:53 am fasting: yes; the 178 mg/dl mg/dl (B)(6) 2016 09:27 am (control test); the 130 mg/dl mg/dl (B)(6) 2016 11:20 am fasting: yes; the 142 mg/dl mg/dl (B)(6) 2016 11:39 am fasting: yes.